Event description:
Reportedly, the device did not deliver defibrillator energy to the patient. A lifepak 500 automated external defibrillator was made available and used. The patient was resuscitated.